Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The patient was reported to be doing well postoperatively, and all areas were covered. The facility retained the device in accordance with its policy, and it will not be returned for further analysis. No additional adverse patient effects were reported. No additional information is available at this time.